Manufacturer narrative:
(B)(4). It was reported that the patient was treated with unspecified antibiotics. The patient did not respond to treatment for the peritonitis and their catheter was removed. The patient was transferred to hemodialysis. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the patient experienced peritonitis, manifested by abdominal pain and cloudy effluent, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for the peritonitis was not reported. The cause of the peritonitis was not reported. The patient has not yet recovered from the peritonitis and they were still in the hospital at the time of the report. Additional information was requested, but was not available at this time.